Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0buzk, implanted: (B)(6) 2013,product type: lead . (B)(4).

Event description:
The consumer reported that the patient's system was removed due to it not working. The patient's therapy was never effective since implant on (B)(6) 2013 and was explanted in (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.